Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4).

Event description:
It was reported that the broach would not fit on the stem, it was noted by the surgeon that the stem was a larger size than what was noted on the box. The procedure was completed with a different product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection has been completed on the returned taperloc hip stem with the following observations found: the hips stem taper flats were heavily damaged with deep incisions from a upper lateral pull or force. Various scratches to the taper and flats. The etching is correct to the patient label on both the box and within the blister pack. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Dimensional analysis of the returned product determined that the product is conforming to the print specifications and is dimensionally consistent with the part number listed on the label. No product issue was identified and the complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the broach would not fit on the stem, it was noted by the surgeon that the stem was a larger size than what was noted on the box. The procedure was completed with a different product. Due to the issue, there was a delay in the procedure of greater than thirty (30) minutes, to locate another stem to implant.